Event description:
The facility representative reported a pump with failure code 500 (keypad test failed for #8). The condition was discovered during bio-med testing. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and failure code 500 confirmed (keypad test failed #8) due to a defective front bezel. Service installed new front bezel and tested the device. A review of the complaint history reveals similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.